Event description:
It was reported that at the user facility the device was overheating. Consequences and no medical interventions were reported. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported overheating of the power cord was confirmed by a manufacturer field repair technician through functional evaluation. Potential causes for the overheating include loose wires inside the cord or plug due to damage. The device was repaired at the user facility and returned to service.